Manufacturer narrative:
Device is a combination product. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 80% in-stent restenosed, 15mm in length, eccentric target lesion was located in the non-tortuous, severely calcified and 3.5mm in diameter right coronary artery. Pre-dilation was performed using 2.0x15 maverick balloon catheter, leaving 80% residual stenosis in the lesion. A 3.50 x 16 synergy¿ drug-eluting stent was advanced however resistance was encountered proximal to the lesion and the device failed to cross. The stent was attempted to be pulled back but slight resistance was encountered and eventually it was removed. When the device was outside patient, it was then noted that the stent was not on the delivery system. Angiography revealed that the stent had come off the balloon and was in the right brachial artery. A balloon was then inserted into the stent, inflated it and managed to withdraw it out of the artery. The lesion was then dilated with a percutaneous transluminal coronary angioplasty (ptca) catheter and a different stent was implanted to complete the procedure. No further patient complications were reported and the patient's status was stable with good clinical result.